Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: unknown lot unknown, UDI is unavailable. This report is for unknown screw/unknown lot number. The 510k#: unknown. Not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfna procedure on (B)(6) 2017 a physician struggled to get a distal locking screw to pass through a short tfna nail. The screw was not entering into the nail at the right angle. The procedure was successfully completed using the reported devices. There was no reported surgical delay. The patient was reported to be in good condition following the procedure. Reported concomitant devices: unknown tfna short nail, lot number unknown, quantity 1 this report involves (3) device. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: product was not returned. A review of photos provided relevant to this device was performed. Visual inspection of the provided photos revealed no evidence of misalignment, and no photos of this unknown screw either. Therefore, the reported complaint condition was not able to be confirmed. A dimensional inspection could not be performed because the device was not returned. Replication of the reported complaint condition at customer quality (cq) via functional test is not possible because the device was not returned. A material test could not be performed because the device was not returned. A review of the device history records was unable to be performed since the lot number was unknown. Because this device was identified as an unknown locking screw for tfna, it is most likely that this unknown screw is a 5.0mm locking screw with unknown length. Therefore, the relevant tabulated product drawing for the family of 5.0mm locking screws (part#'s 04.005.516 - 04.005.580) was reviewed during this investigation. No product design issues or discrepancies were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant medical products: therapy date of concomitant device is january 23, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.